Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture. It was reported that there was not asystole. No additional adverse patient effects were reported.